Event description:
The devices has an adjustment knob at the distal part of the instrument that opens and closes a set of jaws at the proximal end. Those jaws hold the anastomotic implant in place while the implant is attached to both ends of the vessel. When the knob was turned the device would not catch the implant at first. Then it would not release the implant once it was placed. The action of the device should be smooth and nearly effortless. Staff had to fight with the device to get it to do anything.